Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had power up fail error code 14. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: h6(problem code). A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse exercised the unit to no fail. The fse performed a preventive maintenance (pm), full calibration, and tested the unit. The unit passed all functional and safety testing. The iabp was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had power up fail error code 14. There was no patient involvement.